Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, it is likely the reported issue occurred due to a damaged charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a noisy image when twisting to the left. The issue occurred during reprocessing and there was no patient involvement.